Manufacturer narrative:
The complaint sample was received incomplete (no removable nose) at viant for evaluation and the reported event was confirmed. The weld adjoining the offset cup impactor (oci) body and ratchet housing was fractured all around and the housing had completely disassembled from the oci body. There were several deformities observed on the ratchet housing, as well as in the surrounding area of the ratchet assembly, which are inconsistent with intended use. The ratchet teeth showed some signs of wear/deformation, some inconsistent with intended use as well. Other observations: the oci body was discolored between the ratchet housing area and the chain assembly locking area; there were signs of wear in the form of scratches, nicks and gouges observed throughout the complaint sample; there were several scratches and gouges between the nose of the oci and the chain assembly locking area, consistent with impaction. There were also several scratches and gouges consistent with impaction near the ratchet area, where the oci body and metal handle are welded together. Each of these observations of potential impaction are inconsistent with intended use; the oci body has slightly cracked where each of the latch plate pins protrude up through the oci body; the returned complaint sample was etched per applicable drawings. In conclusion, the reported event is confirmed as the weld adjoining the ratchet housing and oci body is fractured all around and the ratchet housing disassembled from the oci body. There were several observations of deformation that were not consistent with intended use, which contributed to the observed fracture and disassembly of the ratchet housing. No further investigation with regard to this complaint is required. Report source: complaint information received from distributor, depuy orthopaedics.

Event description:
It was reported during an orthopedic procedure that the cup impactor handle is broken. The procedure was completed successfully and no adverse events nor patient consequences were reported as a result of the malfunction.